Event description:
A zoll patient service rep (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon receipt the monitor was unable to power up. Upon investigation corrosion was discovered on the j2005 connector on the auxiliary board. The cause for the inability to power on was the corroded connector. The root cause for the corroded connector could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corroded j2005 connector. The patient received a replacement monitor.